Event description:
It was reported that during the attempted implant of this lead, the physician tested the helix mechanism prior to implant and was unable to retract the helix. The procedure was completed with another lead. This lead is expected to return. No adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality laboratory. Visual examination identified that the outer shell at the distal tip pf the lead (which also contains the drug collar) had detached. Visual inspection also noted that the helix was returned extended. The lead was tested and passed continuity testing, which indicated that the conductor coils were electrically continuous.